Event description:
Boenisch, u.w., de boer, p.g., journeaux, s.f. (1996). Unreamed intramedullary tibial nailing - fatigue of locking bolts. Injury, volume 27, number 4, pages 265-270. The events also involved a depuy synthes product and was recorded as complaint file (B)(4). We have satisfied our reporting requirements and are providing notice regarding the following manufacturer noted in the event description below: russel taylor nails, smith and nephew; multiple events including bolt failure, non-union, fracture dynamization. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).